Event description:
The international customer reported the ventilator alarmed displaying event code 41 which is an overpressure condition. The ventilator was removed from the patient and replaced with a different unit. There was no patient harm reported.

Manufacturer narrative:
The manufacturer's field service engineer was able to duplicate the reported problem. The manufacturer's field service engineer identified the harmony valve and blower as in need of replacement to correct the reported problem. Due diligence has been performed to obtain additional information about the reported event. To date, no further information has been received.

Event description:
The international customer reported the ventilator alarmed displaying event code 41 which is an overpressure condition. The ventilator was removed from the patient and replaced with a different unit. There was no patient harm reported.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. The manufacturer¿s contact person address is (B)(4).